Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device location of device: left pelvis adjacent to the ovary/adnexa') in a 35-year-old female patient who had essure (batch no. 624000) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included uterine prolapse. Concomitant products included acetylsalicylic acid (aspirin) since (B)(6) 2014, diazepam, ethinylestradiol;norgestimate (ortho tri-cyclen), ibuprofen since (B)(6) 2007, ketorolac since (B)(6) 2014, nsaids since (B)(6) 2007, ondansetron since (B)(6) 2014 and paracetamol (acetaminophen) since (B)(6) 2007. On (B)(6) 2007, the patient had essure inserted. In (B)(6) 2007, the patient experienced menorrhagia ("abnormal bleeding-menorrhagia(heavy menstrual bleeding)"), migraine ("migraines / headaches"), pelvic pain ("physical pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), depression ("psychological or psychiatric problems condition:depression/psych injury"), anxiety ("psychological or psychiatric problems condition:mental anguish/psych injury"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue") and abdominal pain ("abdominal pain"). On (B)(6) 2019, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), 11 years 6 months after insertion of essure. On an unknown date, the patient experienced post procedural complication ("post removal complication"). The patient was treated with surgery (hysterectomy (partial), total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2014. At the time of the report, the device dislocation, menorrhagia, pelvic pain, vaginal haemorrhage and abdominal pain had resolved and the migraine, depression, anxiety, nausea, dysmenorrhoea, dyspareunia, fatigue and post procedural complication outcome was unknown. The reporter considered abdominal pain, anxiety, depression, device dislocation, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, migraine, nausea, pelvic pain, post procedural complication and vaginal haemorrhage to be related to essure. The reporter commented: current weight 100 lbs. Discrepancy noted in essure insertion date: (B)(6) 2007 and (B)(6) 2007. Discrepancy: previously noted hysterosalpingogram with successful occlusion and currently patient did not undergo essure confirmation test. Plaintiff received treatment for fallowing conditions: pelvic/abdominal, chronic, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding), migration. Plaintiff states that essure removal was not planned as she is not able to afford surgery. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - on (B)(6) 2019: no cute pathology to explain patients symptoms. Surgical clips versus retained iatrogenic fallopian tube contraceptive device in the left adnexa .no associated inflammation or complication. Chronic ls pare inter articulate defects without spondylolisthesis. Hysterosalpingogram - on an unknown date: essure device was successfully occluded.; on (B)(6) 2008: total bilateral occlusion. Imaging procedure - on (B)(6) 2008: result-bilateral occlusion. Essure occlusion wire is present in both tubes as noted above. There is no right or left tubal filling with both·. Tubes apparently occluded at the level of the cornu. Concerning the injuries reported in this case the following events were confirmed via patients medical record: menorrhagia, dysmenorrhea, abdominal pain, anxiety, lot number: 624000, manufacture date: 2007-03, expiration date: 2009-02. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-may-2020: plaintiff fact sheet was received. Event added from pfs- post removal complication. Outcome for events pain, bleeding and migration updated. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device location of device: left pelvis adjacent to the ovary/adnexa') in a 35-year-old female patient who had essure (batch no. 624000) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included uterine prolapse. Concomitant products included acetylsalicylic acid (aspirin) since (B)(6) 2014, diazepam, ethinylestradiol;norgestimate (ortho tri-cyclen), ibuprofen since (B)(6) 2007, ketorolac since (B)(6) 2014 and ondansetron since (B)(6) 2014. On (B)(6) 2007, the patient had essure inserted. In (B)(6) 2007, the patient experienced menorrhagia ("abnormal bleeding-menorrhagia(heavy menstrual bleeding)"), migraine ("migraines / headaches"), pelvic pain ("physical pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), depression ("psychological or psychiatric problems condition:depression/psych injury"), anxiety ("psychological or psychiatric problems condition:mental anguish/psych injury"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue") and abdominal pain ("abdominal pain"). On (B)(6) 2019, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), 11 years 6 months after insertion of essure. The patient was treated with surgery (hysterectomy (partial)). Essure treatment was ongoing at the time of the report. At the time of the report, the device dislocation, menorrhagia, migraine, pelvic pain, vaginal haemorrhage, depression, anxiety, nausea, dysmenorrhoea, dyspareunia, fatigue and abdominal pain outcome was unknown. The reporter considered abdominal pain, anxiety, depression, device dislocation, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, migraine, nausea, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: current weight 100 lbs discrepancy noted in essure insertion date : (B)(6) 2007. Discrepancy: previously noted hysterosalpingogram with successful occlusion and currently patient did not undergo essure confirmation test. Plaintiff received treatment for fallowing conditions: pelvic/abdominal, chronic, dysmenorrhea (cramping),dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding), migration. Plaintiff states that essure removal was not planned as she is not able to afford surgery. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - on (B)(6) 2019: no cute pathology to explain patients symptoms. Surgical clips versus retained iatrogenic fallopian tube contraceptive device in the left adnexa .no associated inflammation or complication. Chronic ls pare inter articulate defects without spondylolisthesis. Hysterosalpingogram - on an unknown date: essure device was successfully occluded.. Imaging procedure - on (B)(6) 2008: result-bilateral occlusion .essure occlusion wire is present in both tubes as noted above. There is no right or left tubal filling with both. Tubes apparently occluded at the level of the cornu. Concerning the injuries reported in this case the following events were confirmed via patients medical record: menorrhagia, dysmenorrhea, abdominal pain, anxiety, lot number:624000, manufacture date: 2007-03, expiration date: 2009-02. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-feb-2020: quality safety evaluation of ptc. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device location of device: left pelvis adjacent to the ovary/adnexa') in a 35-year-old female patient who had essure (batch no. 624000) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included uterine prolapse. Concomitant products included acetylsalicylic acid (aspirin) since (B)(6) 2014, diazepam, ethinylestradiol;norgestimate (ortho tri-cyclen), ibuprofen since (B)(6) 2007, ketorolac since (B)(6) 2014 and ondansetron since (B)(6) 2014. On (B)(6) 2007, the patient had essure inserted. In (B)(6) 2007, the patient experienced menorrhagia ("abnormal bleeding-menorrhagia(heavy menstrual bleeding)"), migraine ("migraines / headaches"), pelvic pain ("physical pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), depression ("psychological or psychiatric problems condition:depression/psych injury"), anxiety ("psychological or psychiatric problems condition:mental anguish/psych injury"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue") and abdominal pain ("abdominal pain"). On (B)(6) 2019, the patient experienced device dislocation (seriousness criterion medically significant), 11 years 6 months after insertion of essure. The patient was treated with surgery (hysterectomy (partial)). Essure treatment was ongoing at the time of the report. At the time of the report, the device dislocation, menorrhagia, migraine, pelvic pain, vaginal haemorrhage, depression, anxiety, nausea, dysmenorrhoea, dyspareunia, fatigue and abdominal pain outcome was unknown. The reporter considered abdominal pain, anxiety, depression, device dislocation, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, migraine, nausea, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: current weight 100 lbs discrepancy noted in essure insertion date : (B)(6) 2007 and (B)(6) 2007. Discrepancy: previously noted hysterosalpingogram with successful occlusion and currently patient did not undergo essure confirmation test. Plaintiff received treatment for fallowing conditions: pelvic/abdominal, chronic, dysmenorrhea (cramping),dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding), migration. Plaintiff states that essure removal was not planned as she is not able to afford surgery. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - on (B)(6) 2019: no cute pathology to explain patients symptoms. Surgical clips versus retained iatrogenic fallopian tube contraceptive device in the left adnexa .no associated inflammation or complication. Chronic ls pare inter articulate defects without spondylolisthesis. Hysterosalpingogram - on an unknown date: essure device was successfully occluded.. Imaging procedure - on (B)(6) 2008: result-bilateral occlusion .essure occlusion wire is present in both tubes as noted above. There is no right or left tubal filling with both·. Tubes apparently occluded at the level of the cornu.,. Concerning the injuries reported in this case the following events were confirmed via patients medical record: menorrhagia, dysmenorrhea, abdominal pain, anxiety, most recent follow-up information incorporated above includes: on (B)(6) 2019: medical records received: lot number was added. Reporter information was added. On (B)(6) 2019: wrong source document incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device location of device: left pelvis adjacent to the ovary/adnexa') in a 35-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included uterine prolapse. Concomitant products included acetylsalicylic acid (aspirin) since (B)(6) 2014, ethinylestradiol;norgestimate (ortho tri-cyclen), ibuprofen since (B)(6) 2007, ketorolac since (B)(6) 2014 and ondansetron since (B)(6) 2014. On (B)(6) 2007, the patient had essure inserted. In (B)(6) 2007, the patient experienced menorrhagia ("abnormal bleeding-menorrhagia(heavy menstrual bleeding)"), migraine ("migraines / headaches"), pelvic pain ("physical pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), depression ("psychological or psychiatric problems condition:depression/psych injury"), anxiety ("psychological or psychiatric problems condition:mental anguish/psych injury"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue") and abdominal pain ("abdominal pain"). On (B)(6) 2019, the patient experienced device dislocation (seriousness criterion medically significant), 11 years 6 months after insertion of essure. The patient was treated with surgery (hysterectomy (partial)). Essure treatment was not changed. At the time of the report, the device dislocation, menorrhagia, migraine, pelvic pain, vaginal haemorrhage, depression, anxiety, nausea, dysmenorrhoea, dyspareunia, fatigue and abdominal pain outcome was unknown. The reporter considered abdominal pain, anxiety, depression, device dislocation, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, migraine, nausea, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: current weight 100 lbs discrepancy noted in essure insertion date : (B)(6) 2007. Discrepancy: previously noted hysterosalpingogram with successful occlusion and currently patient did not undergo essure confirmation test. Plaintiff received treatment for fallowing conditions: pelvic/abdominal, chronic, dysmenorrhea (cramping),dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding), migration. Plaintiff states that essure removal was not planned as she is not able to afford surgery. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - on (B)(6) 2019: no cute pathology to explain patients symptoms. Surgical clips versus retained iatrogenic fallopian tube contraceptive device in the left adnexa .no associated inflammation or complication. Chronic ls pare inter articulate defects without spondylolisthesis. Hysterosalpingogram - on an unknown date: essure device was successfully occluded.. Imaging procedure - on (B)(6) 2008: result-bilateral occlusion. Concerning the injuries reported in this case the following events were confirmed via patients medical record: menorrhagia, dysmenorrhea, abdominal pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-sep-2019: pfs received. New reporter added. Lab data updated. No lot number was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device location of device: left pelvis adjacent to the ovary/adnexa') in a (B)(6) year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included uterine prolapse. Concomitant products included acetylsalicylic acid (aspirin) since (B)(6) 2014, ethinylestradiol; norgestimate (ortho tri-cyclen), ibuprofen since (B)(6) 2007, ketorolac since (B)(6) 2014 and ondansetron since (B)(6) 2014. In (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)"), migraine ("migraines / headaches"), pelvic pain ("physical pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: mental anguish"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue") and abdominal pain ("abdominal pain"). On (B)(6) 2019, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), 11 years 6 months after insertion of essure (ess205). The patient was treated with surgery (hysterectomy (partial)). Essure (ess205) treatment was not changed. At the time of the report, the device dislocation, menorrhagia, migraine, pelvic pain, vaginal haemorrhage, depression, anxiety, nausea, dysmenorrhoea, dyspareunia, fatigue and abdominal pain outcome was unknown. The reporter considered abdominal pain, anxiety, depression, device dislocation, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, migraine, nausea, pelvic pain and vaginal haemorrhage to be related to essure (ess205). The reporter commented: current weight (B)(6) lbs. Discrepancy noted in essure insertion date : (B)(6) 2007. Discrepancy: previously noted hysterosalpingogram with successful occlusion and currently patient did not undergo essure confirmation test. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - on (B)(6) 2019: no cute pathology to explain patients symptoms. Surgical clips versus retained iatrogenic fallopian tube contraceptive device in the left adnexa .no associated inflammation or complication. Chronic ls pare inter articulate defects without spondylolisthesis. Hysterosalpingogram - on an unknown date: essure device was successfully occluded. Concerning the injuries reported in this case the following events were confirmed via patients medical record: menorrhagia, dysmenorrhea, abdominal pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-aug-2019: pfs and mr received: new events migration of essure device location of device: left pelvis adjacent to the ovary / adnexa, abnormal bleeding (menorrhagia), migraines / headaches, abnormal bleeding (vaginal), psychological or psychiatric problems condition: depression, psychological or psychiatric problems condition: mental anguish, nausea, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), fatigue, abdominal pain added, patient details, medical history, lab data concomitant condition, products were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.